Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: could you please confirm where did the needles were found? Was there any delayed due to the pull off suture needle issue? If yes. How many minutes take the delayed? I do not have any additional information at this time. The account nor the clinicians who there at the time of incident have additional information. I apologize, but I have followed up and cannot provide anything else. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary:an opened box with twenty-seven packets of product code j523 was returned for analysis with the packaging closed. Upon initial inspection of the samples, no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, thirteen packets were opened, and no defects were detected. The swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue on the suture and no defects were observed during evaluation. Functional test was performed, and the pull force result was above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Events reported via: 2210968-2021-07768.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2021 and suture was used. During the procedure, the suture got detached from the needle. There were no patient consequences reported. Additional information was requested.